Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. Therapy is ongoing. The patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.